Event description:
In 2008, the pt reported that two days prior, the cannula of his infusion site was bent when he removed it from his body. He stated that his blood glucose was not affected and he did not receive any error messages. He changes the infusion set every 2 days. He was educated on proper infusion site rotation. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.